Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer replaced the lcd display onsite. The lcd display was returned to zoll for evaluation. During the evaluation, it was confirmed with the customer that there was impact damage to the lcd display. This report has been attributed to mis-handling of the device by the end user. Analysis of reports of this type has not identified an increase in trend.